Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that there were air bubbles in the reservoir. The customer had a high blood glucose reading over 500 mg/dl. The air bubbles were about 1 inch. The caller was advised on priming out the bubbles and how to avoid air bubbles. The caller did not have the reservoir or insulin on hand to troubleshoot. The caller declined troubleshooting for high blood glucose.